Manufacturer narrative:
Since the submission of the firts at supplemental report, the product was received and evaluated.

Event description:
The device was used during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hospital has reported that no pt injury occureed.